Manufacturer narrative:
Product analysis: the dislodged stent was received for analysis the delivery system did not return for analysis. Deformation was evident to the stent. Additional information: annex d code correction: resistance was not noted advancing the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempted was being made to cross the left anterior descending (lad) artery into the diagonal branch for stenting. The diagonal lesion was non-calcified and with 70% stenosis. The device was inspected before use with no issues noted. Negative prep was performed, and the device was prepped in the normal way with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device and no excessive force was not used. It was detailed that the stent came off in the guide catheter before it entered the diagonal branch. It was noticed that there was no stent on the delivery system under the fluoroscopy. The guide catheter and delivery system were flushed, and the stent appeared. The dislodged stent was removed with the guide catheter. No intervention was required to remove the stent. Resistance was not noted during withdrawal of the device and excessive force was not used. Patient's sex/gender/weight provided. Event date provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving an onyx frontier coronary drug eluting stent, a stent dislodgement occurred inside the guiding catheter. The guide catheter was removed from the patient and the stent was retrieved. There was no patient injury reported.